Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered one day after a device replacement procedure. High impedance readings were exhibited with the right ventricular (rv) lead. It was further reported that the rv lead had not been connected properly with the device. The lead was reconnected and all readings returned to normal. The lead and device remain in use. No patient complications have been reported as a result of this event.